Event description:
The customer reported that their olympus visera elite video system center was experiencing a connection issue during procedure preparation. According to the initial reporter, there was poor contact at the inlet, but the image was still present. Reportedly, the staff completed the procedure using the subject device with no delays or harm to the patient.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to correct the initial medwatch report. The initial medwatch (8010047-2022-08849) reported the olympus visera elite video system center was experiencing poor contact at the inlet, but the image was still present. Poor contact of the inlet may cause power to the device to be interrupted. After additional information was obtained from the olympus field service engineer, and as confirmed by the device evaluation, there was no issue with the inlet. The device had a connector issue which is not a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.